Event description:
It was reported that during an unspecified surgical procedure, it was observed that motor device had water damage. According to the report, the console device was displaying error messages when the motor device was plugged in. It was further reported that the console device displayed an e6 error code. The reporter stated that the motor device was tested, and it was observed that there was a water leak. There was no alleged malfunction against the console device. There were no delays to the surgical procedure as an identical spare motor device was available for use. The surgery was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. Due to the visible damage functional testing was not performed. It was determined that the damage was caused by immersion during cleaning. It was further determined that this cause an e6 error message. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use. This is further defined as misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.